Event description:
It was reported that when using the bd pyxis¿ medflex 1000, there was an issue with their scanner and medbank application was keep crashing. User stated that unable to login.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist checked medbank myqlink (mql) and remoted into the machine; no issues were observed during the initial review, successfully logged in and checked for errors but did not find any. Recommended that a user be physically present at the machine to perform hands-on testing. The customer later confirmed that there was no issue with the machine. The system functioned as intended after the technical support specialist verified the device.